Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and cracked reservoir tube lip. No unexpected audio or display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 216 mg/dl. Customer stated that he had a black circle on the screen and could not erase it. Customer stated that he did not recall if the pump had gotten wet or had been hit. Customer was asked to remove the battery from the pump for 30 minutes and then reinsert the battery. Customer called again and stated that the error returned. Customer received a replacement pump.